Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: short crack in the case on the battery tube side which starts at the left belt clip rail, faded serial number label. The pump was received without a battery cap. The pump passed sleep current measurement, active current measurement, and self tests; however, during motor rewind the pump returned a pump error 38. Did not note any louder or slower rewinds during this process. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 38. Thus software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: motor flex cable terminal, force sensor flex cable terminal. The motor was tested outside the pump, and it failed since the test board plus motor was unable to boot up. Inspected the motor flex cable and did not note any breakages or disconnects of the traces within. In summary, the customer¿s report of short battery life and louder and slower motor rewinds was not confirmed but that of no delivery alarms was unable to be confirmed during testing. The pump does not meet specs due to the previous moisture presence found on the motor and force sensor flex cable terminal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, charge/battery lasts less than expected, rewind anomaly, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-398a, mmt-1780kl. Troubleshooting was performed and thecustomer reported a short battery life or a low battery alarm. Refer to the event description for more details. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-398a. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.